Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of downstream occlusion through the history log, but could not reproduce it during eval. Eval found the downstream sensor reading to be above spec with a fluid filled set. Eval also found the downstream pressure plate gap to be out of spec. The downstream tubing guide assembly and force sensor were reworked to ensure optimal occlusion detection.

Event description:
It was reported that a spectrum pump alarmed a false downstream occlusion in the intensive care unit. Any pt involvement, injury or medical intervention is unk.